Event description:
A 21.5 diopter posterior chamber intraocular lens was implanted on december 29, 1997. It was removed on january 6, 1998 because the pt's vision did not improve at all. The device was returned for eval and met the spec for lens power. The device appears to have been correctly labeled. Another iol with a 27.0 diopter was implanted.